Event description:
The pt was being ventilated in on the suspect ventilator. Pt was found cyanotic with shallow respirations. Resuscitation attempts were made and failed. It was discovered that the proximal airway pressure tube had become disconnected, causing a portion of the volume that was to be delivered to the pt to leak. No alarms sounded on the ventilator. The expected alarms for a disconnected proximal airway tube are "low inspiratory pressure" and "low exhaled volume".